Manufacturer narrative:
It has been identified that this record, mrn 9617229-2026-00786, is a duplicate of CPR 1166399. Please see CPR 1166399 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2026-00786, is a duplicate of CPR 1166399. Please see CPR 1166399 for reportable events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "perforation/ recall".

Event description:
Healthcare professional reported "perforation/ recall". This record is for the left side. Device was explanted and replaced.